Event description:
It was reported that the patient reported to the hospital after receiving an unwanted shock. It was then determined that the inappropriate shock was delivered due to noise and a suspected fracture of the right ventricular lead. The lead was explanted and replaced. The lead was returned to the manufacturer, analyzed, and tested out of specification and no longer meets the exemption criteria. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This report is based solely on device analysis. The event occurred outside the us. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and there was a connection intermittency between the pin and cap on the is-1 connector. It was noted that there was blood/body fluid on the outer tubing overlay, the outer insulation was melted, the outer tubing overlay cosmetic environmental stress cracking, the outer tubing had environmental stress cracking breach/breach (non-electrical) and the outer insulation had a cosmetic depression.